Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after inappropriate therapy was delivered by the implantable cardioverter defibrillator (ICD). A review of stored electrograms (egm) found that the patient¿s rhythm had accelerated into the ventricular fibrillation (vf) zone, despite some discriminators identifying the rhythm at supraventricular tachycardia (svt). Other discriminators were bypassed, which resulted in appropriate shock. Further information was requested but not received.